Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms#: 617147. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. The pump was in good condition on the outside. The force sensor bridge test was found during occlusion test. Error history log review found a force sensor bridge test error. The root cause of the reported issue was unable to determined with certainty, but some physical damaged was found on force sensor cable. Actions were taken to mitigate the reported issue: replaced force sensor and also replaced plunger cable for preventive. Performed occlusion test and all functional tests which passed.

Event description:
It was reported that the pump had a force sensor error. No patient injury was reported.